Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented air aspirated. While inserting and removing the farawave inside the sheath, about 3mm of air was found inside the sheath. Since the it was almost the end of procedure, no replacement was performed, but the doctor requested to check the details. The procedure was completed without patient complications. Nthe device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented air aspirated. While inserting and removing the farawave inside the sheath, about 3mm of air was found inside the sheath. Since the it was almost the end of procedure, no replacement was performed, but the doctor requested to check the details. The procedure was completed without patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.